Event description:
Procedure type: unknown. According to the reporter: when attempting to insert a bladeless 5mm versaport trocar and fixation sleeve it was noted by the scrub team a small blue piece of trocar had broken off. Doctor was able to remove the trocar and broken tip. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).